Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) was on the end of the device when it was removed. The deployment was done correctly, but hemostasis was not achieved. Hemostasis was achieved by suture. The patient¿s hospitalization was not extended as a result of the event, and the patient recovered following the mynx event. There was no reported patient injury. The user had not been trained and was currently evaluating the device. It was prepared and stored according to the instructions for use (IFU).there was no prior pta, stent, or vascular graft in the common femoral vein. Patient has a high body mass index (bmi). No vessel tortuosity or presence of pvd/calcium near the puncture site was noted. The right groin was used for an ablation procedure. A 12f non-cordis sheath was used. The device was realigned to the angulation and removed with light fingertip compression. No visible damage was observed on the sheath or its distal end after removal. The sealant was deployed at the venotomy and was dislodged from the site. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. Anticoagulants were used during the procedure, with an act of 300 and an inr = 1.5. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) was on the end of the device when it was removed. The deployment was done correctly, but hemostasis was not achieved. Hemostasis was achieved by suture. The patient¿s hospitalization was not extended as a result of the event, and the patient recovered following the mynx event. There was no reported patient injury. The user had not been trained and was currently evaluating the device. It was prepared and stored according to the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral vein. Patient has a high body mass index (bmi). No vessel tortuosity or presence of peripheral vascular disease (pvd)/calcium near the puncture site was noted. The right groin was used for an ablation procedure. A 12f non-cordis sheath was used. The device was realigned to the angulation and removed with light fingertip compression. No visible damage was observed on the sheath or its distal end after removal. The sealant was deployed at the venotomy and was dislodged from the site. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. Anticoagulants were used during the procedure, with an act of 300 and an inr = 1.5. One non-sterile mynx control venous vascular closure device involved in the reported complaint was returned for investigation. Additionally, one picture of the device was provided for review. The picture does not provide sufficient information, as it only shows a portion of the handle, button 2, the atraumatic tip, and the sealant sleeves. The image was taken inside a plastic bag containing blood, and the sealant could not be clearly observed. No other notable details were visible in the attached picture. Visual inspection of the returned device showed that both button 1 and button 2 were fully depressed. The stopcock was closed, and no syringe was returned with the device. The sealant was not returned for evaluation. The sealant sleeves presented no abnormal conditions. Additionally, a 12f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was retracted, the core wire was present, and the atraumatic tip showed no damage or abnormalities. No additional anomalies were observed during the analysis. Per dimensional analysis, the catheter working length was verified and measured within the defined specification. The measurement was obtained using a calibrated ruler. The simulated deployment test could not be performed because the unit was returned already fully deployed, with both buttons depressed. An insertion/withdrawal functional evaluation was conducted using the returned csi and additional 6f and 8f laboratory sample csis. During this evaluation, insertion and withdrawal were achieved without friction or resistance. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and picture/product analysis, it is difficult to determine what factors may have contributed to the reported event of the sealant coming out with the device, especially since both buttons were fully depressed with no anomalies noted. However, access site/patient factors (patient had a high bmi), and/or procedural/handling factors (user was not trained to the device) are possible. Per the mynx control venous IFU, which is not a mitigation, special patient populations states, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with morbid obesity (bmi > 45 or < 20kg/m2).¿ additionally, step 3: remove device states, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, picture analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.